Manufacturer narrative:
The returned device was evaluated and no issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. The exact cause of the reported event could not be conclusively determined. The adhesive pad, plastic housing, and soft cannula were inspected and nothing was found that would contribute to skin irritation. The root cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 301 mg/dl. The patient reports the cannula was bent and they had experienced bleeding and some lumps at the pod infusion site, (arm). As treatment, the patient applied a new pod.